Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and that the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had fallen on their left side about two weeks ago and heard their alarms going off. It was found that the svc (superior vena cava) coil and rv (right ventricular) coil had triggered alerts due to high impedances on both coils. A lead fracture was confirmed. At the time of the lead revision the left subclavian vein was found to be occluded. The physician then removed the system on the patient's left side and implanted a system on the patient's right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.